Manufacturer narrative:
Findings: button error alarm and no act button response due to corroded keypad traces. No frozen screen, blank display or display anomaly noted during testing. Unable to verify for failed battery test alarm due to no act button response. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 122 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was unable to troubleshoot for failed battery test due to the button error.